Manufacturer narrative:
Initial.

Event description:
It was reported that the freestyle libre 3 plus continuous glucose monitoring (cgm) sensor never warmed up after application and the user experienced prolonged cgm signal loss, which was traced to the user not properly scanning and pairing the sensor in the ilet mobile app. No adverse clinical symptoms reported. Outcomes included interruption of cgm-derived insulin automation and the need for troubleshooting and user education. User support included customer interview, device use review, and troubleshooting through the mobile application. Investigation of this case revealed user error related to incorrect pairing and setup, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error during setup and pairing.